Event description:
Initially, zoll pads reading patient's hr (heartrate) during first pulse/rhythm check. Second rhythm check, zoll unable to connect to pads. Pads replaced by code team and still would not read - device swapped out and able to assess patient's rhythm without issue. Writer troubleshooted device post event - unable to get reading either via pads or 3 lead ECG, but could get spo2 reading.